Manufacturer narrative:
S/w ver. 4.11e retainer ring = black case type = ngp on (B)(6) 2023 the customer reported a "replace battery" alert followed by a blank display. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, two cracks in the case on the battery tube side one of them running horizontally about where the bottom of the battery compartment is located, cracked middle (enter) keypad button. The unit was received with a battery cap inserted into the reservoir compartment. The battery cap contacts detached from the battery cap and fell into the reservoir compartment prior to visual inspection. Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Self test failed because the vibrator didn't vibrate when it was supposed to. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool lists the following battery related alerts/alarms around the event date: 104=low battery occurred on (B)(6) 2023 @ 19:10:00; 73=change battery occurred on (B)(6) 2023 @ 04:41:00. The adapt tool does not list any pump errors that could potentially trigger a critical pump error whatsoever. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7. In summary, the customer¿s report of a "replace battery" and a blank display both were not confirmed during testing. The broken vibrator is due to the corrosion on the battery board which is where it is located. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported low battery alarms. It is reported that the battery cap on the insulin pump was damaged and had a blank display on the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the pump and will be returned for analysis.